Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted a cs 064 call service alarm after the pump was worn through an MRI machine. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings:a review of the black box revealed a cs 064 call service alarm on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress or damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.